Manufacturer narrative:
H4: the device was manufactured from november 19, 2020 - november 20, 2020. H10: the actual devices were not available; however, photographs of the samples were provided for evaluation. The returned photographs were reviewed, and it was noted that there was fluid at the blue winged luer cap. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume infusors had fluid leakage at the flow regulator. This issue was discovered during filling. There was no patient involvement. No additional information is available.